Event description:
It was reported that during patient use the cs300 intra- aortic balloon pump (iabp) had a fiber optic sensor error. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse reported that the customer indicated a low level alarm of "unable to calibrate iab optical sensor" appeared on screen at the time of the event, but he was unable to replicate the issue. The fse performed a pm, full calibration, and tested the unit. The equipment works to the manufacturer¿s specifications, was cleared for clinical use, and was returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,e1(site country),g3,g6,h2,h4,h6(type of investigation, investigation findings, investigation conclusions), h10